Event description:
It was reported, the patient could not feel stimulation as of the morning of the call. Stimulation was increased and then they could feel stimulation. It was stated, the therapy was working ¿fine¿ for the patient. It was noted, the patient was on program 1 at 2.0v. No accidents or leaks were reported. It was noted that the patient saw a screen on their programmer that was an "I in a circle and then a little apple". Three days later, it was reported, the patient had one ¿episode of incontinuous (1 oz.)¿ over the weekend. It was stated, the overall the stimulation was controlling the patient¿s symptoms and they were not wearing a pad. The patient was currently at an amplitude of 1.9v. It was noted that a day prior to the report, the patient had turned their device on and it "went off". It was noted that the patient's stimulation was "too heavy" and going to interrupt their sleep. It was noted that the patient had a little pain from the surgery. Additional information received reported, the patient thought that therapy was working for them. As of the morning of the call, the patient noticed they were not feeling stimulation at all. The patient also had a very strong urge to go to the bathroom immediately. It was noted, the patient was on program 3 at 0.8v and it was comfortable. It was later reported, the patient had a loss of therapeutic effect and a loss of bowel control. It was stated, the patient lacked understanding of patient programmer use. It was noted, the patient started experiencing leakage a few weeks prior to report and experienced the ¿rush to go.¿ reportedly, the patient had forgotten how to use their patient programmer. The patient adjusted their stimulation from 0.9 volts to 1.0 volts and stated they could feel stimulation more and would give that a try. It was noted that the patient saw a poor communication screen on their programmer.

Manufacturer narrative:
Product ID 3093-28, lot# va06j7n, implanted: 2013 (B)(6); product type lead. (B)(4).